Manufacturer narrative:
Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 40 mg/dl and 148 mg/dl.. They reported that no matter what they did, she still was in low. The insulin pump will be returned for analysis.